Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced harm reported with no reported allegation of a device malfunction, critical pump error (open book image), damage (physical or cosmetic), exposed to moisture, DHR requested - other reasons. The customer reported blood glucose value of 400 mg/dl. The customer reported hyperglycemia treated with manual injection/insulin pen. Customer reported the following led up to the event: critical pump error (open book image) pump was exposed to moisture the event involved product(s) mmt-7040a, unomedical, mmt-332a, mmt-1880l. Customer was not using the insulin pump system within 48 hours of the reported event. Customer reported a critical pump error/open book image error. Customer reported physical damage (crack or scratch) on the pump not related to the retainer ring. Customer reported high bgs. Customer has not been using the insulin pump system within 48hrs of reported high bg event. No further patient complications were reported. No product return is required for mmt-7040a. No product return is required for unomedical. No product return is required for mmt-332a. Mmt-1880l was requested and customer response was the device will be returned.

Manufacturer narrative:
P-cap locked in place properly during testing. Unable to perform the functional test, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, and displacement test due to critical pump error (open book). Proceeded by cutting unit open and perform a visual inspection of connectors and electronic assemblies. During deconstructive analysis, during visual inspection, it was determined that the ingress of water corroding electronic assemblies causing an unexpected electrical short leading to constant critical pump error (open book image). Unit also received with cracked keypad overlay, scratched case, battery tube threads - cracked and cracked case (battery tube). In conclusion customer concern of critical pump error alarm (open book image) was confirm including physical damage. After this deconstructive analysis, it was determined that critical pump error alarm (open book image) was caused by corroded electronic assembly. Customer's concern of physical damage was also confirmed during visual inspection when cracked case (battery tube), cracked case corner of belt clip rails and cracked battery t ube threads were noted. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.